Manufacturer narrative:
The device was received in the fully deployed position and the hard cannula was fully retracted. The device was manually reset into the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No defects were found that would contribute to a needle mechanism failure. The downloaded data shows the device completed 2160 pulses and then was deactivated. Although no issues were found, the exact cause of the needle mechanism failure to retract could not be conclusively determined. The formed needle and bottom housing were inspected for damages or defects that could cause pain during insertion and none were found. The exact cause of the pain during insertion could not be conclusively determined. No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 397 mg/dl while wearing the pod longer than 48 hours on the hips/buttocks. The needle mechanism did not fully retract as intended during activation. The cannula was bent, as well.